Event description:
On april 20th, 2022, we have been informed about a malfunction with a defibrillation electrode set at (B)(6) hospital intensive care unit in germany. Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53c) and a gs corpuls defibrillator (corpuls c3) had been used. The initial report is stating that [translated from german language to english language]: a patient was transferred to another hospital. The patient had been treated with artificial ventilation by endotracheal tubes and four syringe infusion pumps and a defibrillator. After adjusting the parameters on the ambulance defibrillator the adhesive defibrillation electrodes have been applied to the patient chest. Despite setting the same parameters as before there was no successful heart rate and ejection capacity of the heart, which resulted in a resuscitation situation. Asap the defibrillator of the hospital günzburg was reconnected, which again led to an ejection of the patient's heart. A subsequent re-application of the ambulance defibrillator (with new adhesive defibrillation electrodes) was again unsuccessful. This resulted again in a resuscitation situation. The hospital defibrillator was used which fortunately led to the end of the resuscitation situation. A closer inspection of the adhesive defibrillation electrodes showed signs of charring on both sets. The corpuls defibrillator was immediately taken out of service and the corpuls company was informed. The defibrillators memory card has already been picked up by employees of the corpuls company. No patient burn could be determined and no further damage to the patient could be determined. Later on we have received a filled in questionnaire. In the questionnaire it was disclosed that the monitoring lasted for about 15 minutes and the stimulation procedure lasted for about 3 minutes. The patient weight was described as "obese" and the skin type as normal. The patient was lying on his back. Objective of the treatment procedure was a "patient without natural frequency". The defibrillation packaging was opened prior the usage. The patient skin was not cleaned, not shaven not disinfected, not dried and no ointment had been used. The first defibrillation electrode set was placed on the patient chest (apex and back position). The second defibrillation electrode set was placed on the patient chest (sternum and apex position). The stimulation procedure settings have been described as amperage 130ma and frequency 70bpm fixed mode. The "electrode stuck well, no air bubbles; then second set used, also stuck well, same thing happened". After the procedure black discolorations have been recognized at the area of the tin foil and the hydrogel. The questionnaire did not report any patient injury or patient impact. No further details have been disclosed.

Manufacturer narrative:
No 510 (k) and no PMA exist for this product. It is not marketed in the USA. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot numbers (200410-4019 and 210318-4015) have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On may 02nd, 2022 the involved devices of both lot numbers have been received. The devices have been disinfected on may 03rd, 2022 and visually inspected. The involved samples have been have been inspected visually and tested electrically for the function. The described signs of "charring" on both sets are actually oxidation marks of the tin foil. No marks of a burn respectively a charring are detectable. An electrical continuity test using a multimeter for both concerned defibrillation sets was performed on all metal components: the connector, the cable, the rivet and the electrode itself. No electrical failure of the metallic components was detected. Afterwards the involved defibrillation sets were tested for the function on a gs corpuls 3 defibrillator. The involved defibrillation electrode sets have been recognized immediately by the defibrillator and simulating a patient incident on the test device fluke impulse 7000dp. Also a simulated shock on both tested concerned defibrillation sets was successfully. A pacing test with the two concerned defibrillation sets using two different defibrillators showed an inconclusive pacing result. The pacing worked with one defibrillator and not with the other defibrillator used. On june 22nd, 2022 we have received a gs corpuls 3 defibrillator with a comparable user setup as the one present at the user at the time of the incident. We have retested the involved devices with this defibrillator and setup. The involved electrode sets have again been applied to the fluke impulse ll5702 and connected to this gs corpuls 3. The device recognized the defibrillation electrodes immediately and displayed an ECG signal. A ventricular fibrillation was then simulated. The ECG diagnosis was carried out on the defibrillator and a shock was recommended. The shock was delivered successfully. The pacing/stimulation mode was also tested. No abnormalities were found here either. No conclusion regarding the cause of the malfunction can be drawn.

Event description:
On (B)(6) 2022, we have been informed about a malfunction with a defibrillation electrode set at hospital günzburg neurological intensive care unit in (B)(6). Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53c) and a gs corpuls defibrillator (corpuls c3) had been used. The initial report is stating that [translated from (B)(6) language to english language]: a patient was transferred to another hospital. The patient had been treated with artificial ventilation by endotracheal tubes and four syringe infusion pumps and a defibrillator. After adjusting the parameters on the ambulance defibrillator the adhesive defibrillation electrodes have been applied to the patient chest. Despite setting the same parameters as before there was no successful heart rate and ejection capacity of the heart, which resulted in a resuscitation situation. Asap the defibrillator of the hospital günzburg was reconnected, which again led to an ejection of the patient's heart. A subsequent re-application of the ambulance defibrillator (with new adhesive defibrillation electrodes) was again unsuccessful. This resulted again in a resuscitation situation. The hospital defibrillator was used which fortunately led to the end of the resuscitation situation. A closer inspection of the adhesive defibrillation electrodes showed signs of charring on both sets. The corpuls defibrillator was immediately taken out of service and the corpuls company was informed. The defibrillators memory card has already been picked up by employees of the corpuls company. No patient burn could be determined and no further damage to the patient could be determined. Later on we have received a filled in questionnaire. In the questionnaire it was disclosed that the monitoring lasted for about 15 minutes and the stimulation procedure lasted for about 3 minutes. The patient weight was described as "obese" and the skin type as normal. The patient was lying on his back. Objective of the treatment procedure was a "patient without natural frequency". The defibrillation packaging was opened prior the usage. The patient skin was not cleaned, not shaven not disinfected, not dried and no ointment had been used. The first defibrillation electrode set was placed on the patient chest (apex and back position). The second defibrillation electrode set was placed on the patient chest (sternum and apex position). The stimulation procedure settings have been described as amperage 130ma and frequency 70bpm fixed mode. The "electrode stuck well, no air bubbles; then second set used, also stuck well, same thing happened". After the procedure black discolorations have been recognized at the area of the tin foil and the hydrogel. The questionnaire did not report any patient injury or patient impact. No further details have been disclosed.

Manufacturer narrative:
No 510 (k) and no PMA exist for this product. It is not marketed in the USA. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot numbers (200410-4019 and 210318-4015) have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On (B)(6) 2022 the involved devices of both lot numbers have been received. The devices have been disinfected on (B)(6) 2022 and visually inspected. The involved samples have been have been inspected visually and tested electrically for the function. The described signs of "charring" on both sets are actually oxidation marks of the tin foil. No marks of a burn respectively a charring are detectable. An electrical continuity test using a multimeter for both concerned defibrillation sets was performed on all metal components: the connector, the cable, the rivet and the electrode itself. No electrical failure of the metallic components was detected. Afterwards the involved defibrillation sets were tested for the function on a gs corpuls 3 defibrillator. The involved defibrillation electrode sets have been recognized immediately by the defibrillator and simulating a patient incident on the test device fluke impulse 7000dp. Also a simulated shock on both tested concerned defibrillation sets was successfully. A pacing test with the two concerned defibrillation sets using two different defibrillators showed an inconclusive pacing result. The pacing worked with one defibrillator and not with the other defibrillator used. Further tests on the electrical performance and the electrical functionality will be carried on. Additionally we have requested the data recorded by the concerned defibrillator. Currently no conclusion can be drawn what might have caused the claimed problem. We will provide a follow up report once we have further results.